Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that when using his humidifier at 24% that every 30 minutes he stops breathing because his water reservoir becomes completely dry ever 30-60 minutes." There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown dust-like contamination on the back panel assembly. Tiny white fibers and a brown piece of unknown contamination in the water tank. Unknown brown and black (inconsistent with degraded sound abatement foam) contamination found in the bottom humidifier enclosure, along with hairs/fibers. Unknown contamination and hairs/fibers on the flip lid seal. Unknown dust-like contamination on the dry box seal. Unknown dust-like contamination on the heater plate. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observe dust/dirt contamination in the airpath and was not able to confirm the complaint or address the symptoms specified.